Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that around (B)(6) 2012 (6 months post implant), the patient's ins died. No symptoms were reported. The patient had not attempted to have the ins restarted. When the patient spoke with their doctor, the doctor told the patient that the ins "burned out", and it would cost the patient money to have the ins replaced. On (B)(6) 2018, the patient had the leads and the ins removed. No further complications were reported or anticipated.